Manufacturer narrative:
(B)(4). No complaint received with the device; failure event observed during analysis. A partial lead with the connector pin measuring 17.5cm was returned in two segments for analysis. External insulation abrasion was noted at 10.3-10.6cm from the cut end of the middle piece, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.